Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/13/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. Upon receipt, the catheter was visually inspected and it was found the peek housing and tip lumen transition has two small bumps. Per this condition an x-ray was taken of the catheter and the t bars were found to be slipping down causing the bumps. An internal corrective action was created to address the t bar issue. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for deflection and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all functional testing, however visually; bumps were observed which were caused due to t bar sliding down. This condition is not related to the tamponade and the root cause of it remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a patient cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. During the ablation in the epicardium at 30watts with 30 ml/m irrigation, the catheter was very noticed to be close to the right coronary artery. The impedance began to drop very constantly. The patient was discovered to have had a tamponade. Additional information was received on the event. A transseptal puncture was performed with an unknown needle. The event occurred during the ablation phase. The overall time for ablation at the site of injury was 2 minutes and 10 seconds. The physician¿s opinion on the cause of this adverse event is possibly the application in the epicardium. The patient required extended hospitalization because of the adverse event for monitoring. The patient was reported to be in stable condition at the time bwi followed-up with the physician. Anticoagulation was provided to the patient during the procedure. There were no error messages observed on biosense webster equipment during the procedure. Settings during the event include: 30w / irrigation at 30 ml/min / impedance went down to 40 ohms.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).